Event description:
It is reported the patient received a resolute integrity drug eluting stent to the left main vessel. The patient status was okay post the implantation, however a hematoma then developed in the patient's groin. The patient was taken off dapt to allow the hematoma to heal. The patient developed thrombus within the stent and subsequently died.

Manufacturer narrative:
Evaluation, results: patient¿s condition ¿ predisposed event (cessation of dapt); inherent risk of procedure (death, thrombosis); no results available since no evaluation performed (device or procedural images were not returned for review). Conclusions: device failure related to patient condition (cessation of dapt); inherent risk of procedure (death, thrombosis); unable to confirm complaint (device or procedural images were not returned for review). (B)(4).